Event description:
It was alleged that during use on a pt the pump delivered the incorrect amount of fluid, and did not alarm after the set max volume had completed. There was no resultant pt consequence.